Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal did not load properly. The seal stayed inside the loading device when staff removed the delivery device. A replacement device was used to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
Investigation results: a visual inspection showed that the delivery device was outside of the loader device and the plunger had not been depressed. The seal and the seal subassembly were left inside the loader device. No evidence of blood was seen inside the deployment tube. It appeared that upon attempting to remove the delivery tube, the seal got stuck in the loader device and was left behind. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance, which could have attributed to this failure mode.